Event description:
A journal article was reviewed that contained information regarding this device. It was reported that the patient received an "inappropriate shock following successful termination of arrhythmia." Additional information received through follow up indicated that the patient was hospitalized post surgery for throat cancer. The patient received a 35j shock after a successful burst on a real fvt. At a follow up visit to the (B)(4) clinic, the physician reviewed the device interrogation report, and reprogramming was done. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occured outside the united states. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns.this model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. (B)(4).